Event description:
Information was received from a healthcare provider (hcp) who reported the patient had trauma over the battery site after they accidentally pushed into a pipe striking the battery site. This caused a hematoma at the incision site with swelling along with draining and pus at the incision site which started on (B)(6) 2020. The patient developed an infection and had the implant explanted on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.